Event description:
Dealer called stating that the front caster and rear wheel tires on the unknown 3gar power chair are allegedly splitting down the center. Quote #(B)(4) has been issued for the replacement parts. No injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 3gar, serial number/date code and age of product are unknown. The owner's manual part number 1143151, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.